Event description:
It was reported that unsure of circumstances, pulled the cup, poly and femoral head. Replaced acetabulum with a zimmer cup and put an l-fit head on the stem, which happened to be a right accolade.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown cup. Additional devices listed in this report: -unknown 36mm insert; -unknown 36mm l-fit head. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.